Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR; however, product return is requested from the customer. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
"The risk mgr from the hosp, mrs. (B)(6) reported the following event: the impactor broke (contact area). Broken pieces went into the joint of the pt. The surgeon had to remove all the broken (clean) and be careful of the time due to the setting time of the cement he was using."